Event description:
It was reported post a stenting treatment procedure, in-stent restenosis occurred. The lesion was located in the left anterior descending artery (lad) with 90% stenosis. A promus element stent 2.75x24mm was implanted at 12 atm. No post-dilation was performed. The patient presented 140 days later with restenosis. 90% in stent restenosis of the 1st diagonal bifurcation, ostal 1st diagonal 90%, and proximal 50% stenosis. The event was resolved by implantation of a non-bsc stent with post-dilation with a nc quantum apex balloon. It was reported that the diagonal branch and the lad were also treated with non -bsc stents. The patient status was reported as stable.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).